Event description:
It was reported that this ipg (implantable pulse generator) could not be interrogated and had no magnet response. There was reportedly unusual battery voltage trending over the last few follow-up sessions. The device was explanted and subsequently tested out of specification during manufacturer's analysis. The patient's outcome was noted to be 'fine'.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.